Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 had error 255-202-2. There was no patient involvement.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the 8015 had error 255-202-2 was confirmed during the log review but not replicated during testing. The event date was reported as 27 may 2025; time was not reported. Review of the pcu error log showed no errors were recorded on the reported event date. The error log showed sixty-six (66) error codes 800.8000 from 01 may 2025 to 22 may 2025. The error code 800.8000 indicates a software fault. It should be noted that the error code 255-202-2 is not recorded in the device logs and is only displayed on the pcu screen at the time of the system error. A review of the pcu event log showed that the system error code ¿255-202-2¿ occurred when the ¿fast battery conditioning¿ test was performed in the suspect pcu. The fast battery conditioning was performed and after approximately 12 (twelve) hours, the fast battery conditioning test failure, the pcu did not display the result, the pcu remained at ¿00:00¿. The pcu power supply board was temporarily replaced with a known good dchu pcu power supply board for testing purposes only. The pcu was then re-tested by initiating a ¿fast battery conditioning¿. The pcu fast battery conditioning test completed with no errors or malfunctions. The failure to complete battery conditioning was identified in the battery conditioning failure investigation report (B)(4) and was related to a defective 220microf filter capacitor (c20) on the pcu power supply board. Operations engineering performed thorough testing of pcus that exhibited this failure mode and determined the root cause of the failure was the result of excessive leakage current through the c20 capacitor. There was no patient involvement. Note to repair center: please replace the pcu power supply board. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable root cause of the reported that the 8015 had error 255-202-2 is being attributed by a defective 220 microf capacitor (c20) in the pcu power supply board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 had error 255-202-2. There was no patient involvement.